Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to noise and oversensing. There were no reports of any pacing inhibition as a result. No additional adverse patient effects were reported.